Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l3 and during the procedure, cement extravasation occurred laterally outside of the vertebral body and appeared to be in the spinal canal. Prior to use in the patient, the cement was mixed for 20-25 seconds and, according to the report, the "surgeon hurried off to insert cement, did not wait for cement to get thick." The cement was reported as "runny" during insertion and extravasated outside the vertebral body however, the patient was asymptomatic. No further complications were reported.

Manufacturer narrative:
(B)(4).